Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the motor error occurs when she tries to prime the insulin pump. Customer's blood glucose level was 116 mg/dl at the time of incident. Customer stated that the drive support cap appears to be normal. Customer did not report an e70 alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.